Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device did not rotate the cutter devices. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would to rotate the cutter device. It was determined that this was due to the motor and flex circuit being heavily corroded and damaged. It was determined that this was indicative of not following the immersion / sterilization procedures properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse , abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.